Event description:
It was reported that the customer experienced a low blood glucose (bg) level in the 40-50 mg/dl range. Suspected cause was due to the customer¿s personal profile requiring adjustments. Customer consumed carbohydrates or glucose tablets to address bg. Customer updated their settings to address the event and continued to use the pump for insulin therapy.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.